Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The pt was a female. The target lesion was the proximal right coronary artery (rca). The lesion was de novo, heavily calcified but not tortuous. The lesion was totally occluded (cto). Radial approach was chosen for the procedure, initially, pre-dilation with a balloon (details unk) was conducted. Then a 2.5 x 18mm cypher was delivered to the target lesion with no issues. The cypher was inflated up to 8 atm, however, the balloon would not inflate at all. The physician presumed the inflation device was defective and so it was replaced with another inflation device, and the cypher was pressurized again. However, the pressure would not increase higher than 8 atm, and the balloon would not inflate. Then the physician presumed that there were some problems with the cypher and withdrew the unit out of the pt. A taxus stent (size unk) was implanted, and the procedure was successfully finished. There was no pt injury reported. The product was clinically used and will be returned for analysis. Sales rep indicated that it was unk if blood was withdrawn back into the inflation device but the leakage of the contrast medium was not observed on cag.